Manufacturer narrative:
H4: the lot was manufactured from july 19, 2022 - july 20, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a cut in the tubing. The reported condition was verified. The cause of the cut was due to the set being incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the blades of the packaging machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a "visible hole in the tubing". This was observed when the set was removed from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.